Event description:
It was reported there was no longer sound with visible alarms. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
E1: reporter institution phone number: (B)(6). A philips field engineer (fse) interviewed the customer who confirmed audio was no longer audible with visible alarms. The fse tried to reboot but it did not work. The login screen was not visible and remained white field. The remote reboot was stuck, and it did not start up. Finally, the fse did a hard reboot, and audio could be heard again. The fse advised the customer to preventively run setup again. Philips requested the central station logs to be further evaluated by a philips internal product support engineer (pse); however, nothing could be found. The pse did advise if restarting the application still did not provide the sound or a remote reboot cannot be done, then it was likely some issues with the cpu/memory or hardware related that is caused the central station application to not run properly. Since a hard reboot resolved the issues, then that cleared up a lot of potential processes that could affect hardware. The investigation concludes that no further action is required at this time. No further investigation or action is warranted at this time.